Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of infection included pain and blister around the site. The physician believed that the infection was procedure related and not related to the device. Antibiotics was prescribed. The patient underwent ipg explant.

Manufacturer narrative:
Other # field is populated with the di number. The explanted ipg was not returned to bsn as it was kept by the medical facility.